Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a clinician that there was loss of capture recorded on the right ventricular (rv) lead. It was also noted that the left ventricular (lv) lead thresholds had increased substantially and were high. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.